Event description:
Staff lifted patient in hoist, patient was holding on with right hand. The patient let go causing him to slide down through the sling. The sling rode up his back and under his shoulders. This pressure caused the patient's left arm to break. One person involved.